Event description:
It was reported that "on or about (B)(6) 2002" the plaintiff was implanted with a urogen pelvic mesh product, to treat her "for stress urinary incontinence and cystocele." It was alleged by he plaintiff's attorney that "after and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, mesh erosion, hardening, chronic pain and worsening dyspareunia, recurrent incontinence continual bladder and urethra infections and other injuries." It was also alleged that "in or about (B)(6) 2002, plaintiff began to experience complications related to her pelvic mesh product and sought medical attention for said complications. As a result, plaintiff was subjected to multiple add'l surgeries." It was further alleged that, as a result of the implant the plaintiff has experienced "significant and mental and physical pain and suffering," has required "add'l medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
The implanted product "urogen" is not an ams product. The infast ultra sling can be used for implanting and fixating the "urogen" product. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.